Event description:
It was reported that the customer had been experiencing high blood glucose levels for over a month. The customer stated that when there was a quarter of insulin left, the insulin pump seemed to stop delivering. Troubleshooting for high blood glucose levels was done. The customer's blood glucose was 497 mg/dl. The customer treated herself with a manual injection. The customer expressed nausea, vomiting, light headedness, thirst and frequent use of the restroom as symptoms of her high blood glucose levels. Customer saw three air bubbles in the tubing. Customer also found multiple no delivery alarms in the alarm history of the insulin pump. Customer changed the infusion sent and the cannula was not bent or occluded. Advised to change the infusion set, reservoir and insulin and then treat per healthcare provider's instructions. Advised that a replacement insulin pump was not necessary and to continue using the customer's current insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.